Event description:
The mobile power unit (mpu) was returned and the reason for it being removed from use was not provided.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6)) was returned in unremarkable condition to the service depot for evaluation. During the evaluation of the returned mpu, there was no physical issues with the unit. The mpu was run on a mock loop with a test controller and supported pump function as intended. The unit was run for several days without issue. A full functional test was performed, and the unit passed all tests. The unit was returned to the customer site. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.